Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: a review of the pump black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment was cracked in three places and had damaged threads. There was no evidence of moisture contamination inside the battery compartment. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The test battery cap was unable to fully tighten onto the pump and the pump had intermittent power with the cap. The initial complaint was confirmed during testing. The "intermittent power" condition was due to the battery compartment damage. The pump case was removed and there was no evidence of moisture or loose components inside pump. Unrelated to the initial complaint, the display screen was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.